Event description:
Complainant alleged that clinicians responded to the call of a (B)(6) pilot involved in a helicopter crash. The respiratory therapist attached the ventilator to the pt and the oxygen waveform was not appearing on the display. The device was prompting a message that it was not operating. Complainant indicated that the pt was manually ventilated for the remainder of the call. Complainant indicated that the pt subsequently expired, however it was not a result of the malfunction.

Manufacturer narrative:
The device was not returned; a zoll representative visited the customer site and the device was thoroughly tested. The device powered on with a "preventative maintenance due" message. Tis is not a message that will disable the ability to use the ventilator on a patient. This message indicates that it has been an elapsed time of at least 365 days since the device had been calibrated. Further communication with the customer indicated that the user saw the message and the warning alarm and perceived that the device was inoperable. However, this is a low priority warning and the device could have been used to ventilate the patient. It's important to note that the patient had been in a helicopter crash and the customer indicated that the inability to ventilate the patient with this device had no impact on the patient outcome.

Manufacturer narrative:
The product ha snot been received for evaluation and a follow-up report will be submitted when the investigation is completed.